Manufacturer narrative:
(B)(6).

Event description:
It was reported that an incorrect device was booked. The lateral hip distractor was booked instead of the supine distractor and the case had to be cancelled as the surgeon wasn't prepared to continue. No patient injury reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. This complaint is based on the customer booking a lateral hip distractor procedure instead of the supine distractor procedure which caused the procedure to be cancelled. It has nothing to do with the function of the device.